Event description:
It was reported that the patient expired. The lead was returned and subsequently tested out of specification during manufacturer's analysis. The lead was returned for analysis over seven years after the patient's death. We have no information to suggest a causal relationship between the device performance and patient expiration.